Manufacturer narrative:
Manufacturing review of the device history record for the reported lot shows that all units were quality released on 9/27/2016 having met all internal qc acceptance requirements. All sterilization paperwork, and bioburden testing indicate successful sterilization process, and passing lal and product sterility results allowed the lot to be released having met all criteria for manufacturing release. There were no non-conformances associated with the manufacturing lot during production, sterilization and final packaging. Explanted device was received at cormatrix on (B)(6) 2017 and is in the process of being evaluated for testing. Testing and summary report are not completed at this time. A follow-up report will be filed as soon as results are available. The incident/event form states that the patient has "immune response beef allergy". According to mamikoglu, "the high degree of structural similarity between albumins of different animals suggests that patients sensitized by one species are likely to react to several different animal meats and epithelia... Additionally, beef allergen usually cross-reacts with pork allergens." (2005). Reference mamikoglu, b. (2005). Beef, pork, and milk allergy (cross reactivity with each other and pet allergies). Otolaryngology - head and neck surgery,133(4), 534-537. Doi:10.1016/j.otohns.2005.07.016

Event description:
It was reported that a cangaroo ecm envelope (cmcv-009-xlg lot# m16k1227) was used on a (B)(6) female on (B)(6) 2017. The ecm envelope was soaked for 1-2 minutes in bacitracin/neomycin antibiotic solution prior to implant. The patient underwent a pocket revision on (B)(6) 2017 at which time the remainder of the cangaroo pouch was explanted. It was observed that there was "pocket erosion with no signs and symptoms of infection. Cultures were negative". The surgeon does not know if the event was related to the ecm envelope device. It was stated that the top of the cangaroo had not regenerated after approximately 50 days of being implanted. The patient was sent home the following day after explant. It was stated that the patient has an immune response and beef allergy. The ecm was returned for evaluation. An evaluation has not been completed as of this report. If/when the evaluation is completed a supplemental report will be filed. No further information was provided regarding patient condition or observations. The physician was contacted on (B)(6) 2017 via requests through email with no response received.

Manufacturer narrative:
The overall findings of the report are that the provided tissue sample presents a low degree of remodeling. The majority of cellular infiltration appear to be immune cells. No neovascularization and minimal ecm remodeling was seen. Many areas of the ecm appear to lack any cell infiltration and remodeling. All tissue samples presented less than expected remodeling for this time point.